Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Based on the review of the provided information, there is no evidence to support that the design or performance of the laser system contributed the reported event. There is evidence to support, however, that the user-selected settings and incision architecture caused this event. The root cause of the reported event can be attributed to user error. A company representative visited the site following this case. After which, there were no additional reports relating to this issue for this customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported endothelial damage in patient's right eye post laser assisted cataract procedure. The reporter attributes the damage to the power supplied by the device. Additional information was received from the surgeon. The patient experienced dizziness. The surgeon reported corneal folds, corneal edema, dislocated iol , and edema in the wound during the week post surgery. A multi-piece iol was implanted by rupture of the posterior capsule. A second procedure was completed to implant an anterior chamber lens and anterior vitrectomy. Additional information has been requested.